Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The cause of the volume discrepancy was not determined.

Manufacturer narrative:
The pump was returned, and no anomaly was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluated by MFR: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. H6: method, results and conclusion code have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The hcp refilled the pump and the pump was put on minimum rate. The patient presented with signs of over infusion and was treated with narcan. The patient recovered without sequela. Interrogation of the pump determined it was used to infuse morphine (4.5 mg/ml) 0.2165 mg/day and bupivacaine (20.0 mg/ml) 0.962 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine 4.5 mg/ml; 0.7654 mg/day morphine via an implantable pump. The date of the event was (B)(6) 2019. It was reported the patient was taken to the emergency department presenting with altered mental status. Narcan was administered on the date of the event. The healthcare provider interrogated the pump and attempted to remove drug from the pump but were unable to aspirate any medication. The expected volume was 28.9. They then injected 10 ml of saline into the reservoir and were able to aspirate all 10 ml. The pump was filled with 40 ml of new drug and put into minimum rate. The patient was given oral medication for the management of her chronic pain until the pump could be replaced. The pump was replaced (B)(6) 2019. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. Patient status was alive - no injury. The issue was resolved. Patient weight was (B)(6). Medical history includes thyroid disease, depression, and chronic pain (back pain). No further complications were reported. Current medications updated 2/8/2019 include: almacone chewable 30 ml, amphetamine salts 20 mg, amphetamine xr oral pill 10 mg, atenolol 25 mg oral tablet, baclofen 10 mg oral tablet, clonazepam 1 mg oral tablet, cyanocobalamin 1000 mcg/ml solution, dibucaine 0.01 mg rectal ointment 1% ointment, ferrous gluconate 324 mg oral tablet, hydrochlorothiazide 25 mg oral tablet, hysingla 40 mg, levothyroxine oral pill 50 mcg, lidocaine hydrochloride 0.02 mg/mg topical gel 2% gel, lisinopril 40 mg oral tablet, omeprazole 20 mg delayed release oral capsule, oxycodone hydrochloride 5 mg oral tablet, pilocarpine hydrochloride 5 mg oral tablet, promethazine hydrochloride 12.5 mg oral tablet, sertraline 100 mg oral tablet, sucralfate 1000 mg oral tablet, torsemide 20 mg oral tablet, trazodone hydrochloride 100 mg oral tablet. Imaging history includes MRI 2009, CT 1999, x-ray (B)(6) 2018, bone scan 1998, MRI lumbar spine with and without contrast (B)(6) 2018, MRI spine cervical without contrast (B)(6) 2018, MRI thoracic spine (B)(6) 2018, CT brain (B)(6) 2019, rad chest (B)(6) 2019, x-ray spine cervical 4 or 5 v (B)(6) 2018. Procedure history includes steroid injection 1998, 1999; facet block 1999, other 2015.